Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure. According to the complainant, the product was removed from the pouch, inspected and then put down the scope. When the forceps was opened inside the scope, a wire was observed sticking out of the forceps. The device was removed from the scope and reportedly, the scope appeared to be damaged inside. The procedure was completed with another forceps (device unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found the needle bent and protruding from the jaws, preventing the jaws from completely closing. Two kinks were observed at approximately 140cm and 143cm from the distal end. Unable to conduct functional testing due to condition of device. The customer complaint has been confirmed; the cause of failure is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints for this lot.